Manufacturer narrative:
(B)(4).

Event description:
Device evaluation: the lay user/patients test strips have been returned to and evaluated by lifescan (lfs) product analysis with the following findings: the test strips failed testing; the reported issue was confirmed. The investigation concluded that the test strips had been bent during the slitting and vialling process. On (B)(6) 2017, the lay user/patient contacted lfs canada, alleging an issue with their onetouch verio test strips. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.